Event description:
It was reported a shift in the closure device occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted successfully with all the release criteria met. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) and it was noted the closure device shifted on its side at the ostium of the laa measuring 25mm across with no seal. The closure device was surgically removed and a maze procedure was performed.

Manufacturer narrative:
B5: describe event or problem - updated to include explant date details.d6b: explant date- updatedg1: MFR contact first name, MFR contact last name- updated

Event description:
It was reported a shift in the closure device occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted successfully with all the release criteria met. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) and it was noted the closure device shifted on its side at the ostium of the laa measuring 25mm across with no seal. There is a possibility surgery could be performed to remove the closure device and excise the laa. It was further reported that the closure device was explanted on (B)(6) 2022.